Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level ranging between 50-54mg/dl due to their temp rate requiring adjustments while the customer exercises. Bg level was addressed by the customer turning off the temp rate. Recommendation was made to consult with their health care provider to discuss diabetes management.